Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2016-02980 pertains to the first polaris loop ureteral stent and manufacturer report #3005099803-2016-02983 pertains to the second polaris loop ureteral stent. It was reported to boston scientific corporation that two polaris loop ureteral stents were used on a procedure performed on an unknown date. According to the complainant, during the procedure, two stents were used to make a mark during the surgery to a patient with no ureteral stricture. The stents were placed on both ureters. Upon withdrawal, it was noticed that the distal loops got tangled. The physician had difficulty removing the device. The stents were successfully removed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.